Event description:
It was reported that this right ventricular (rv) lead was explanted with unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported.